Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was found after the patient reported feeling something wet on their leg. The blood leak was visually observed on the combiset at the connection between the blood pump and the heparin line. There was no damage seen on the combiset. Additionally, no loose connections were found. Treatment was paused once the blood leak was found and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The machine remains in service without reoccurrence of the reported event. The bloodlines are not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was found after the patient reported feeling something wet on their leg. The blood leak was visually observed on the combiset at the connection between the blood pump and the heparin line. There was no damage seen on the combiset. Additionally, no loose connections were found. Treatment was paused once the blood leak was found and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The machine remains in service without reoccurrence of the reported event. The bloodlines are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a2.

Event description:
A user facility clinic manager (cm) reported a blood leak that occurred ten minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was found after the patient reported feeling something wet on their leg. The blood leak was visually observed on the combiset at the connection between the blood pump and the heparin line. There was no damage seen on the combiset. Additionally, no loose connections were found. Treatment was paused once the blood leak was found and the patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The machine remains in service without reoccurrence of the reported event. The bloodlines are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.